Manufacturer narrative:
This report is submitted on august 11, 2020.

Event description:
Per the clinic, the patient experienced poor performance with device use, and migration of the electrode array. Subsequently, the device was explanted on (B)(6) 2019. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Device analysis report attached. This report is submitted on (B)(6) 2024.